Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h10e04033 and h10g19078 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis with culture positive for fungal in a patient coincident with dianeal unknown, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. It was not reported whether the patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment for the event was not reported. On an unreported date, the patient recovered. On an unreported date, dianeal unknown, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies had been withdrawn. The nurse stated that the peritonitis with culture positive for fungal was unrelated to dianeal therapies.